Event description:
The duett sealing device was deployed following a left heart cath (via a 5f short sheath, right common femoral artery). Due to resistance during procoagulant delivery, the deployment was aborted, and hemostasis was achieved with manual compression. The pt complained of weakness of the right lower extremity (1.5-2 hrs post-deployment), however, both the right femoral, as well as dorsalis pedis pulses were still noted. An ultrasound confirmed the presence of clots. A surgical thrombectomy was performed, with good pt outcome. No further complications were reported.